Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functionally tested and an alarm log review was performed. During visual inspection damaged force sensing resistors (fsrs) were identified; the cause was undetermined. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flogard infusion pump found to have damaged force sensing resistors (fsrs). No additional information is available.